Manufacturer narrative:
This report is submitted on 16 march 2020.

Event description:
Per the clinic, it was reported that due to pain, the internal magnet was removed in order to convert the patient to a percutaneous baha implant system. An abutment was placed on the implant fixture, which remains insitu.